Manufacturer narrative:
(B)(4). The component: fiber and cap refer to the results, thermal problem. Failure analysis: the fiber exhibited a circumferential fracture distal to fiber/cap fusion zone at the bevel edge. The fiber/glass cap appeared to shift forward within the metal cap. The metal cap exhibited sings of melting at the output window. The fiber proximal to fracture rotated independently of metal cap. The glass cap exhibited severe devitrification at the output window. The metal cap exhibited severe burnt on detritus. The outer flow tubing exhibited moderate contamination, likely biologic. Based on the analysis above, the potential for forward firing may exist. The probable root cause: localized heat accumulation due to user handling and or anatomical/procedural factors encountered during the procedure, resulting in accelerated cap wear, limiting the performance of the fiber.

Event description:
It was reported that while using the surgical fiber during a prostate procedure, the "fiber went on stand by" at 223, 691 joules of use. The procedure was completed using a second fiber. Patient outcome: "no damages to the patient".